Event description:
It was reported that the patient experienced phrenic nerve stimulation or capture. The patient's left ventricular lead's pacing was programmed off. The left ventricular lead was extracted and replaced. The patient was stable with no complications.